Event description:
The implantable cardiac defibrillator was inappropriately delivering therapy and the decision was made to explant. The lead was reported to be fractured and the set screw on the implantable cardiac defibrillator header was reported stripped. The device and the lead were replaced.